Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form the health care provider (hcp) regarding a patient receiving intrathecal morphine. The indications for use were chronic low back pain and spinal pain. The patient was in terrible pain and believed her pump was not working. The patient had an MRI on (B)(6) 2016 for her back pain and was currently in the hospital for pneumonia. The patient heard the (pump) alarm on (B)(6) 2016 in the afternoon. She had not heard it alarm since then. The hcp could not troubleshoot due to lack of access to product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.